Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: do you have the correct batch and/or lot number for the device? Can you please confirm what the clip shape was? Were the clips malformed? Were the clips scissored? Were the clips unformed? If not, please provide additional detail as to what the clip formation was.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product failed to form a proper clip upon trying to apply on the cystic duct. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.